Event description:
Affiliate reported that the valve was replaced as a result that the stepping motor detached from the base plate.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.